Event description:
It was reported that the footboard was broken apart, all of the modules were either broken or missing and the shell of the footboard was cracked.

Manufacturer narrative:
Result - broken footboard module.